Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v772374, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient¿s device was replaced because it was thought that the device was not working properly because the patient probably ¿screwed up your leads¿ with therapy activities the patient was involved in for polio. It was noted that a second lead was implanted along with replacing the device. Additional information has been requested, and when received, a supplemental report will be submitted.